Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was replicated. Failure analysis started by visually inspecting the ccc for any physical or wiring connector damage. We then performed bench checks using the pca, ccc test and confirmed this ccc is bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, all arms were amber. There are no errors displayed on any of the touchscreens or uploaded. Technical support engineer (tse) had the customer try a hard power cycle, reseat all fiber cables, power cables. The wheel of the chair was underneath the foot tray and tse had them pull the chair back. Tse also suggested to check video cable from hub and customer then tried powering system back up again and arms turned blue for a second then went back to amber. Customer performed another hard power cycle and system did not initialize again. No messages were displayed on the touchscreens other than on robot that waiting for system to initialize. The procedure was aborted to another davinci system. There was no patient involvement.